Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "I had a sapphire pump malfunction today. I had taken it out of standby and started the infusion. I then paused it a few seconds later. When I paused it I noticed it started dripping. I immediately disconnected it from the patient, and took this video of it dripping in pause mode. Additional information: in regards to the sapphire pump that I observed malfunction yesterday, the series of events were as follows...I started the pump, then paused it only after a few seconds to change the pre-programmed dose. At this point I noticed that the door to the cartridge was almost but not completely closed, so I opened the door and removed the cartridge. I then reloaded it and closed the door. At this point I immediately noticed that the infusion which had not previously been dripping, started dripping while the cartridge was loaded and the pump was in pause mode. I immediately removed the line from the patient and took the video that you received. I then removed the drip set from the pump, at which time it stopped dripping. That is the extent of my knowledge of the issue."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery.